Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a sterling balloon catheter inside an opened product pouch and a hoop. The strain relief was not secure in the hoop and portion of the device was outside of the hoop. The packaging, shafts and hub were microscopically examined. There was no damage or irregularities to the device. Inspection of the device presented no damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. Bsc ID: (B)(4).

Event description:
It was reported that product sterility was compromised. A 5.0mmx20mmx80cm (4f) sterling balloon catheter was selected for use. However, during preparation when the physician took out the device, the balloon slipped off from the hoop and became unclean. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that product sterility was compromised. A 5.0mmx20mmx80cm (4f) sterling¿ balloon catheter was selected for use. However, during preparation when the physician took out the device, the balloon slipped off from the hoop and became unclean. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications were reported.